Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that small bubbles of insulin were coming out of the cartridge. In addition, the customer alleged insulin was not seen delivering at the rate expected. Reportedly, the customer did not perform the air removal step during the fill process. Tandem technical support guided the customer through successfully loading a new cartridge onto the pump; however the customer maintained that insulin was not being delivered at the rate expected. Reportedly, the customer reverted to manual injections for insulin therapy. Customer's blood glucose level was 400 mg/dl.